Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous popliteal artery that is 100% stenosed. Pre-dilatation was performed with a 3.0x40mm non-abbott balloon and the emboshield nav6 embolic protection system was advanced and released. Multiple treatment of the vessel was performed with the jetstream device and the vessel wall was treated with a balloon dilatation catheter. When attempting to retrieve the emboshield, the filter was not able to be pulled back into the retrieval catheter. The retrieval catheter was switched to a non-abbott guide catheter, but that could not retrieve the filter either. Another non-abbott guide catheter was used and managed to retrieve the filter. Once outside inspection the filter it was observed the mesh was broken, which lead to an embolism of the anterior tibial artery (ata) and thrombosis was noted. Mechanical thrombectomy was performed several times removing any remaining portion of the device and the ata stented. There was no adverse patient sequela; however, clinically significant delay was noted. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported retraction problem and material separation could not be confirmed due to the condition of the returned unit, as the filtration element used during the procedure was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. Based on the reported event description and evaluation of the returned unit, the reported retraction problem, filtration element tears/separation, resulting in thrombosis, embolism, unexpected medical intervention, and delay in treatment appear to be due to circumstances of the procedure. It is likely that the filtration element was carrying an excessive embolic load resulting in resistance during the attempt to retract the filter into the retrieval catheter and damage to the filtration element. As a result, unexpected medical intervention was required to remove the separated portions of the filter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.